Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.

Event description:
The customer reported that after a claforan infusion was completed, dampness on tubing was noticed. The site of leak was presumed to be between the y-site extension and microbore tubing. The user noted a leak when the clamp was closed and the tubing flushed. No patient harm reported. Though requested, no additional information was available.